Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and strips were not returned to manufacturer. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer called stating that meter will not turn on with the test strip. Had customer verify battery type and that the battery was in the meter correctly. Customer pressed dot button and inserted test strip and meter is fully functioning. Unable to run a blood test because customer has expired test strips. Customer was informed about the risk to use expired test strips and advised to discard them. Customer satisfied. The customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 31-dec-2017. Customer test strips have been affected by the recall.